Event description:
Information was received indicating that this syringe infusion pump exhibited a motor failure. It was not specified whether or not this occurred during infusion and interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One medfusion pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in good condition. Review of the event history log shows no related messages logged. Use testing was performed. The customer complaint was not confirmed. Service found the keypad buttons #3, #6, and #9 were not working. Service replaced the keypad, top case, left plunger case, battery, lead screw, cluth spring, right and left clutch halves for preventative maintenance. Service also cleaned, greased, and calibrated the device. The root cause is unknown.